Manufacturer narrative:
The reporter's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Control ranges: level 1: 30 - 60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 45, 45, 45 mg/dl, level 2 ¿ 300, 304, 307 mg/dl. All returned results are within acceptable range.

Manufacturer narrative:
The customer declined to provide any additional information. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 1 neonate patient tested on an accu-chek inform ii meter with serial number (B)(4). The initial result from the meter was 32 mg/dl. The patient was tested on the meter again 3-4 minutes later and the result was 62 mg/dl. The customer then ordered a lab test at an unknown time and it came back "in the 50's" mg/dl.